Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, when the physician was slitting the catheter, the catheter slit but the valve did not. The valve was left on the lead causing the lead to be pulled back. The catheter was slit and discarded. No patient complications have been reported as a result of this event.